Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The product is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 57-year-old female with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2026 at 17:00. After transfer to the ICU, the patient developed access site bleeding characterized by a softball-sized hematoma at the femoral impella arteriotomy site. At the time of the event, the patient was receiving anticoagulant and antiplatelet therapy, including heparin at 12 units/kg/hr and cangrelor at 0.75 mcg/kg/min, with anticoagulation monitoring performed using act; the act value at the time of the bleed was reported as 141. Estimated blood loss was less than one unit, and one unit of blood product was administered. There were no underlying patient conditions, vessel perforation, dissection, patient movement, or other contributing factors identified. Hemostasis was achieved with manual pressure, forward suturing, and use of 4x4 gauze, resulting in resolution of the hematoma. The introducer was peeled away outside the body, the reposheath was properly placed with appropriate angle matching, and the device was not removed due to the event. The injury was attributed to the impella access site. At the time of reporting, the patient remained on impella cp support, with explant date, survival outcome, and final patient outcome pending. Based on the information available, this event involved femoral access site bleeding during ongoing impella cp support, which was managed successfully with conservative measures and blood transfusion, without device removal or identified device malfunction; the patient remained on support at the time of reporting. Bleeding is a known risk due to the therapy¿s anticoagulation and purge requirements.

Event description:
The patient survived.